Manufacturer narrative:
(B)(4). The customer reported potential catalog numbers - 2c6537, 2c7451, and 2c6607. The respectful 510k numbers are k123868, k123868, k130245. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a hole in the tubing of an IV set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.